Event description:
The doctor performed a left side contralateral approach for filter delivery. The filter legs became separated from the spline and the legs dug into the catheter. The doctor was able to deploy the filter and it remains implanted. Pt is fine.